Manufacturer narrative:
(B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed. A catheter access port (cap) procedure was performed and the catheter later appeared to be patent. The pump was refilled and will be re-evaluated at the subsequent appointment. There were no patient effects reported.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pump was explanted on(B)(6) 2016 as another reservoir volume higher than expected in the pump was observed. The device was returned for evaluation.

Manufacturer narrative:
The returned pump was subjected to external and internal examinations, as well as, functional, flow, and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).